Manufacturer narrative:
The product was returned and an investigation was performed. On initial evaluation with the device connected to an esu, the reported problem was unable to be replicated. The activation button was pushed and a tone was emitted from the esu; when the button was released, the tone stopped. Upon further investigation, an aggressive force was applied which wedged the button and caused it to remain active. The tone was emitted from the esu. After the button was repositioned, the tone from the esu remained active. Batch record review was performed for this lot and there were no manufacturing-related issues identified.

Event description:
During a case the photonblade remained active after the button was released. There was no patient injury. The device was unplugged and the case was completed using a different device.